Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The observed needle tip showing no indication of engagement with the posterior cuff and the undisturbed posterior cuff tabs indicate a posterior cuff miss likely occurred, confirming the reported needle to cuff miss. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the mildly tortuous left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to a 20fr sheath. Reportedly, a cuff miss occurred. Two additional proglide devices were pre-placed. The aaa procedure was completed and hemostasis was achieved with the sutures of the two additional proglide devices. No adverse patient sequela was reported. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.